Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours. The patient noted pain and a lump at the insertion site (leg). The patient's blood glucose (bg) rose to 18 mmol/l (324 mg/dl) and removed the pod. A new pod was applied to treat the bg levels. The patient visited the local doctor in the morning and was prescribed antibiotics for treatment. The doctor advised the patient to visit the emergency room (ER) if the site worsened. Later that afternoon, the patient went to the ER and the doctor advised the patient to wait for the antibiotics to work. No further treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
On (B)(6) 2024, the patient's mother emailed insulet with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to pd1u06302321. Expiration date changed from unavailable to 6/30/2025. Unique identifier (UDI) # changed from (01)20385082000020 to (B)(4). Correction to h(4): device mfg date changed from unavailable to 6/30/2023.